Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) remains hospitalized following implant of his scs system due to an infection at the ipg site near the surgical staples. Intravenous antibiotics are being administered as treatment. Although not released from the hospital, the patient's condition has reportedly improved, and he is said to be receiving effective therapy relief.